Event description:
It was reported that the guidewire could not be removed and upon removal of the guidewire and catheter, it was noted that the catheter was split. Pt was injured. Sales rep followed up after visiting the hosp, he indicated that the coil in the middle of the guidewire had split and a "y" shape., it was previously reported that the catheter had split, sales rep believes that it was actually the guidewire that split. It was further reported by the hosp that hemopneumothorax with the pt had occurred.

Manufacturer narrative:
Device not returned.